Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a shunt percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the non-calcified and moderately tortuous anastomotic part of left forearm. The lesion was accessed via retrograde approach from the vein of elbow with a non-bsc sheath. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced over a non-bsc guidewire and crossed the lesion. The physician attempted to dilate the anastomotic part of the lesion to its proximal part. It was first inflated at 6 atms and the second inflation was at 10 atms, however, during the 3rd inflation at 12 atms the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.